Manufacturer narrative:
Continuation of d11: product ID: 8596sc; lot# serial#: (B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2020; product type: catheter; h3: the catheter was found to have an area of compression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 25-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2020 regarding a patient receiving clonidine (3 0mg concentration at a dose of 15mg) and bupivacaine (dose and concentration unknown) via an implanted infusion pump. It was reported that the catheter stopped working right about a year ago (relative to the date of report). There were no reported environmental, external, or patient factors that may have led or contributed to the issue and no reported diagnostics/troubleshooting occurred. The catheter was replaced and the issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.